Manufacturer narrative:
The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system offers several calling options depending on the configuration of the facility. The device instructions for use (IFU) notes that a staff emergency call/duress call type is a request for immediate assistance with an emergency that is not life-threatening. Troubleshooting activities were performed by baxter technical support and a review of the customer¿s nurse call configuration showed duress alerts were not set to annunciate at the grs10 in ER pod b and pod c. The baxter technician updated the configuration so duress alerts would annunciate at the grs10 in these locations as expected by the customer. It is likely the patient experienced a vasovagal or syncopal episode in the draw lab. A vasovagal episode or vasovagal syncope is the most common form of reflex syncope. Reflex syncope is a general term used to describe types of syncope resulting from a failure in autoregulation of blood pressure, and ultimately, in cerebral perfusion pressure resulting in transient loss of consciousness. The mechanisms responsible for this are complex and involve both depression of cardiac output as well as a decrease in vascular tone. Other types of reflex syncope include carotid sinus syncope and situational syncope, for instance, cough or micturition syncope. Vasovagal syncope may be triggered by pain or emotional upset, although frequently a specific trigger cannot be identified. In this event, the patient reportedly collapsed in the lab and was likely attributed to a situational vasovagal episode. The patient was under the supervision of trained healthcare providers at the time of the incident who intervened by arousing the patient and providing oral fluids. The event was not life threatening, and the patient did not require medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes a serious injury did not occur in this case. However, if the report of a duress alert not annunciating were to recur, it would be likely to cause or contribute to a death or serious injury.

Event description:
On 12apr2024, the customer contacted baxter technical support and reported that the voalte nurse call system duress calls were not alerting at the graphical room stations (grs10) in emergency room (ER) pod b and pod c. Baxter technical support was in communication with the customer but could not access the customer¿s server until 17apr2024 to make the necessary changes. That same day, the customer reported a patient safety issue occurred in the draw lab on (B)(6) 2024 in which a patient collapsed and the duress/distress call did not alert in ER pod b and pod c. The patient was aroused, given something to drink, vital signs were obtained, and the patient recovered. This report was filed in our complaint handling system as complaint (B)(4).